Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4). The investigation confirmed the issue the customer complained about. The hard disk drive (hdd) of port one (1) was broken. This caused the system alarms to continue to occur after the settings were adjusted. The hdd of port one (1) needs to be changed or the control unit of the computer needs to be changed. A change in menu settings may occur and is triggered by a database error (timeout) in the sql server database, which is a part of the windows operating system. The described software issue may initialize the system setting information database and, consequently, change relevant system settings (e.g., clot detection could be turned off on cobas c modules, and foam detection could be turned off on cobas e 801 modules). A customer communication was provided to customers with instructions on how to detect the issue and the steps to take should the issue occur.

Event description:
The initial reporter complained of a software issue with the cobas 8000 core unit. The customer complained of a database error. After adjusting the utility settings, the customer continued to receive hard disk errors and controller errors "constantly."